Event description:
A medtronic representative reported intermittent tracking that occurred while in a cranial tumor resection. Tracking was successful through registration, then mid-navigation the crosshairs turned red. The medtronic representative trouble-shooting re-booted the system to restore normal function. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
System log files were analyzed and the polaris tool localizer reports a few times that the tool is probably not plugged in. It is possible that the active tool has an intermittent connection, but the cause of the issue could not be determined. The system has been used successfully for multiple surgeries since the reported event. No further subsequent issue reported.

Manufacturer narrative:
Software investigation not completed at time of this report. No files/logs have been returned to manufacturer for evaluation.